Event description:
The customer reported that following a diagnostic catheterization on 8/2/1999, a vasoseal vhd kit size 3 was deployed. The first collagen plug deployed without difficulty, but during deployment of the second collagen plug, increased resistance was felt while advancing the plunger. Then a sudden release of resistance was noted and the sheath was sheared with half of the sheath remaining in the pt's groin. Hemostasis was achieved. The physician was unable to visualize the sheath at the puncture site and the pt was taken to surgery approx 3 1/2 hours later for removal of the sheath. The pt remained in the hosp for an unrelated procedure. No further complications were reported.